Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 10 days post implant of this 29mm mitral bioprosthetic valve, it was reported that the patient was admitted to the hospital with chest pain, leg swelling, cough and worsening dyspnea. It was further reported that after evaluation, it was found that the patient had worsening congestive heart failure, atelectasis and pleural effusions. The patient was treated with medication. No additional adverse patient effects were reported.